Event description:
It was reported the the burs broke at the weld between the head and the shaft. No adverse consequences were reported.

Manufacturer narrative:
There were three burs associated with this complaint. The product was returned for eval. It was visually confirmed that the bur head had become detached from the shank. A review of production records and certificates confirmed conformance to specification during manufacture. It was not possible to determine the definitive root cause for the breakage.